Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. Reportedly, the customer experienced an elevated blood glucose (bg) level over 500 mg/dl. Customer administered a manual injection to address bg. Customer changed the pump charging supplies but the issue persisted and the pump was unable to be charged. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. The customer reverted to manual injections for insulin therapy.